Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support during percutaneous coronary intervention (pci). The impella cp had low flows but rant for the entire pci and was explanted. The team also noted that at the time of the impella cp explant, the perclose failed to achieve hemostasis. The team made the choice to give protamine to reverse the anticoagulation, hold for 50 minutes, and hemostasis was achieved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the low pump flow and access site bleed has been completed. The cp pump was returned for evaluation and was visually inspected. No biomaterial was observed. No broken blades founds. No cannula kink observed. Pump connected to aic in investigation lab to reproduce reported low pump flow. Pump run for over 15 minutes at p-9. No low pump flow reproduced. Flow was within specification limit at p-9. Data log were reviewed finding suction alarms occurred a few minutes after impella initiated. No positioning alarms occurred. No clear indication confirm the cause of the reported issue. The cause of the low pump flow issue most likely was patient condition related. The cause of the access site bleeding most likely was anticoagulation management related due to high act. Added- d9 device return date, h6 impact code 4627 added- d9 device return date, h6 impact code 4627.